Event description:
It was reported by service report that the IV pole bracket was broken. The customer reported that they did not known if there was patient involvement or if there were adverse consequences to report.